Event description:
The customer reported that while running an hcv assay, no diluent was pipetted into well a3. No error message was given. Summit sample handler, was being used. The customer reported this to the field svc engineer on 7-23-97. The customer also mentioned that this had occurred on 7-2-97. An ortho field svc engineer was on site to eval the instrument. No death or serious injury was associated with this event. This report corresponds to ortho diagnostic system complaint number 97-03835-07.